Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a nurse collected arterial blood from an (B)(6) female patient born on (B)(6) 1936. When venting the cap, blood was found to be leaking from the top, and the cap was immediately replaced. It was discovered in time, causing no harm.

Manufacturer narrative:
H4 device MFR date: correction. H6. Codes: updated. Device analysis: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.